Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that a patient was "in a lot of pain." It was noted that the patient "never sees a doctor." The patient would "feel stimulation and sometimes thought that the implantable neurostimulator (ins) was helping". It was stated that the last time the patient had the device reprogrammed it did not work quite as well thereafter. It was stated that sometimes a medtronic representative would change the settings. It was noted that the patient was "scared because she did not know where to go from here." It was noted that the patient did not want the ins taken out. It was stated that stimulation did not go down to the patient's elbows anymore. The patient had two programs. Program 1 was at 0.30v and program 2 was at 1.00v. The patient did not have access to any other parameters. Additional information received reported that the left side of the patient's body was not getting coverage for "about three weeks." The patient had pain on her left side. It was reported that the patient fell "about three weeks ago" when she was reaching for something. It was noted that the patient had a loss of therapeutic effect.